Event description:
The following has been reported: defective cpu board. Cpu error on power up. Dismantled and found a screw floating around inside unit. Replaced defective cpu board, air detector module and the rubber pump membrane. Calibrated and re-initialized the pump to operate on wireless and verified location service was working. Tested okay and returned to service. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.